Event description:
It was reported that the right ventricular lead had clavicle crush which caused the insulation to separate on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator: (B)(6) 2013; a 5076 implantable pacing lead: (B)(6) 2007. (B)(4).